Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with trace ketone levels; cause was allegedly due to pump shutting down; however, pump shutdown was not confirmed. Reportedly, the customer alleged the pump had shut down due to the pump screen being ¿black and unresponsive¿ for approximately 10 minutes. The pump turned back on without user interaction. The ambulance was called to address bg level. The customer was admitted into the emergency room (ER); customer was monitored and no treated was provided. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.